Event description:
It was reported that the patient presented for a magnetic resonance imaging (MRI) procedure. Following the procedure, it was noted that the implantable cardioverter defibrillator (ICD) exhibited an incorrect measurement. No intervention was performed. The patient was in stable condition.